Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse. She has experienced pain and injury and has undergone and will undergo corrective surgeries. According to the operative report the pt underwent an operation of total vaginal hysterectomy, pubovaginal sling placement, anterior and posterior repair.

Manufacturer narrative:
(B)(4).